Event description:
The pt reportedly experienced intermittency and loss of sound, followed by loss of lock. Programming adjustments were made and external equipment was exchanged; however, it did not resolve the issue. Revision surgery is under consideration.